Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected failed battery test alarm or low battery alarm noted. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Insulin pump received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratches on display window. Insulin pump passed the unexpected error test. No unexpected alarm, black screen or unexpected reset pump after battery change noted. No damage found on connector interface board. Insulin pump had moisture damage on lcd board.

Event description:
The customer's spouse stated that the insulin pump alarmed battery failure. At the time of the event, the customer's blood glucose reading was 10 mg/dl, then went up to 600 mg/dl. The patient was attempting to administer a bolus. In troubleshooting, the customer was assisted with proper battery installation procedures. The patient noticed a crack from the lcd screen to the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. The current blood glucose level was not given. No further information was provided.